Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. Upon evaluation, the battery charger was found to have a defective ram (component u100). The cause for the defective ram cannot be positively determined. No adverse event resulted from the defective charger / modem. The last pt to use this charger / modem did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was unable to power on. The last pt to use this charger did not report any deficiencies.